Manufacturer narrative:
Batch review performed on 18 feb 2026. Reverse shoulder system 04.01.0212 lat. Glenosphere 42xd 27 (k193175) lot 2402058: (B)(4) items manufactured and released on 13-may-2024. Expiration date: 2029-apr-29. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. Reverse shoulder system 04.01.0125 humeral reverse hc liner d 42/+0mm (k170452) lot 2346514: (B)(4) items manufactured and released on 12-mar-2024. Expiration date: 2029-feb-21. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. Clinical evaluation performed by r&d project manager. Based on the information provided, the patient presented one year and four months after surgery with pain due to a dislocation of the glenosphere and liner. There was no reported trauma associated with this event. A review of the available radiographic images does not reveal any additional information that would clarify the underlying causes of the dislocation. However, events of this nature are known to commonly arise from progression of soft tissue insufficiency over time or from inadequate restoration of soft tissue tension following the initial operation. These mechanisms are well documented contributors to postoperative instability and can lead to liner or glenosphere dislocation in the absence of trauma. With the elements currently available, no further conclusions can be drawn regarding the event, and there is no evidence to suggest a device malfunction. Root cause:based on the information available no definitive root cause can be established, while there is no indication that any potential issue with the device may have caused or contributed to the event, and the device history record review does not indicate any potential manufacturing related issue.

Event description:
At 1 year and 4 months from the patient came in presenting pain due to a dislocation of the glenosphere and liner. There was no reported trauma as a cause. The surgeon revised the metaphysis, glenosphere and liner to a constrained liner. The surgery was completed successfully.